Event description:
It was reported that the wake button was not working. The customer's blood glucose (bg) level was displayed as "high", with the specific value unknown. The customer administered a manual injection to address their bg. Technical support instructed the customer to ensure the pump was not plugged into a power source and to press the button in a specific way. Following these instructions, the pump display turned on, and the pump functioned as intended.